Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and system would not complete 2dlf. They could not reproduce the issue. As long as the system was in the state of iso center and memory was used 2dlf was working as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that it was not stitching two sequences. They had to save in between. It would act like it was but it just flashed at them. Unknown if patient was present.

Manufacturer narrative:
Additional information updated in b5. Fdr code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, it was reported that the issue was found during a spinal fusion. This was occurred post operatively. There was no reported delay and no reported impact to patient outcome.